Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain when he was trying to use the pump due to scarring and swelling in the scrotum. The ipp was explanted and replaced with a tactra device. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain when he was trying to use the pump due to scarring and swelling in the scrotum. The ipp was explanted and replaced with a tactra malleable device. There were no additional patient complications.